Event description:
It was reported thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. Prior to the procedure, the patient was on coumadin. Transesophageal echocardiogram (tee) and intracardiac echocardiogram (ice) were used as imaging modalities with the procedure. A watchman fxd curve access system was advanced and a clot was noticed on the non-boston scientific guidewire in the right atrium at the septum. The patient's activated clotting time (act) was 305 seconds. The procedure was stopped and no closure device was implanted. There were no patient complications.

Event description:
It was reported thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. Prior to the procedure, the patient was on coumadin. Transesophageal echocardiogram (tee) and intracardiac echocardiogram (ice) were used as imaging modalities with the procedure. A watchman fxd curve access system was advanced and a clot was noticed on the non-boston scientific guidewire in the right atrium at the septum. The patient's activated clotting time (act) was 305 seconds. The procedure was stopped and no closure device was implanted. There were no patient complications.